Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the left eye (os), the patient presented with 3+ cells, fibrin, and hypopyon. Patient's best corrected distance visual acuity (bcdva) decreased from 20/20-1 to 20/60-1. Based on the findings, the surgeon concluded the cause as toxic anterior segment syndrome (tass) and increased steroid drops. At the patient's 1-month post-op visit, inflammation had resolved with uncorrected distance visual acuity (ucdva) of 20/20 and uncorrected near visual acuity (ucnva) of j1. Due to findings of vitreous debris/veil, the patient was referred to retina for an evaluation. Approximately one week later, a pars plana vitrectomy (ppv) was performed due to residual vitreous debris. On week after ppv, the vitreous was found to be clear. In the surgeon's opinion, the most likely cause of the event is the iol. Patient outcome is good. Surgeon will continue to monitor intraocular pressure. Medications prescribed for use at home post-operatively: pred acetate 1% 1 gtt hourly. Cosopt 1 gtt bid (added 21-mar-2025). Brimonidine 0.2% 1gtt bid (added 22-mar-2025).